Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a dural tear occurred during a permanent implant procedure on (B)(6) 2021. As a result, the tear was stitched up and the procedure was aborted. The issue has since been resolved.